Event description:
It was reported that externalized conductors were seen between 2 coils. No electrical anomaly noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.